Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic trauma in patient involved a car accident. The patient's arteries were 8mm diameter with no tortuosity or calcification and they were healthy. The device was accurately positioned and deployed; however, upon removal of the delivery system, the external iliac artery ruptured. During the procedure vessels spasm may have constricted the artery down to 5 or 6 mm. The patient's blood pressure dropped down to 30 and the patient went into cardiac arrest. Chest compressions were performed after which a reliant balloon was inserted and inflated. Blood pressure went up to 70 and the patient got a heart beat. The iliac artery was surgically repaired by sewing in a graft. No additional clinical sequelae were reported and the patient is fine. The delivery system was discarded after the procedure.

Manufacturer narrative:
Evaluation: results: arterial trauma/dissection/perforation. Small arteries. Treatment of a traumatic injury of the thoracic aorta. Evaluation: results: small arteries.